Event description:
During a surgical procedure on foot the wire driver was sending out "black particles" or "black metallic matter". The device appears to be corroded. Manufacturer response for stryker wire driver, stryker wire driver (per site reporter): it is being sent out for repair.